Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed broken on the radius side assessed as fold flaw opening and missing anterior, posterior and radius side assessed as inconclusive . Additional observation. ¿ no penetrating nick (stress marks) . ¿ crease fold observed on the device.

Event description:
The device has been explanted and replaced.